Event description:
Injection site pain subsides quickly/ the actual injection would be very painful [injection site joint pain]. Last 2-3 injections he is experiencing long-lasting swelling and pain which lasts for up to 3 months bilaterally in his knees, [injection site joint swelling] . Could not sleep after the injection [sleep disturbance]. Case narrative: initial information received on 29-mar-2022 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 67-year-old male patient who experienced injection site pain subsides quickly/ the actual injection would be very painful, last 2-3 injections he is experiencing long-lasting swelling and pain which lasts for up to 3 months bilaterally in his knees and could not sleep after the injection while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection at the dosage of 6 ml for once only (lot number- unknown) for osteoarthritis in left knee. Information for batch number requested. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced that for the last 2-3 injections he was experiencing long lasting past pain (injection site joint pain) which lasted for up to 3 months bilaterally in his knees. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, he started to feel the pain and swelling (injection site joint swelling). Patient also told that he could not sleep after the injection (sleep disturbance). Physician assistant added cortisone to the product the last time and although the pain was less he still could not sleep, he stated that he was adverse to cortisone shots as he did not like the long term effects of using the product many times. Action taken: not applicable for all the events. Corrective treatment: cortisone for injection site joint swelling, injection site joint pain; not reported for sleep disturbance. Outcome: recovered / resolved with sequelae for all the events.

Event description:
Injection site pain subsides quickly/ the actual injection would be very painful [injection site joint pain]. Last 2-3 injections he is experiencing long-lasting swelling and pain which lasts for up to 3 months bilaterally in his knees, [injection site joint swelling]. Could not sleep after the injection [sleep disturbance]. Case narrative: initial information received on 29-mar-2022 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 67-year-old male patient who experienced injection site pain subsides quickly/ the actual injection would be very painful, last 2-3 injections he is experiencing long-lasting swelling and pain which lasts for up to 3 months bilaterally in his knees and could not sleep after the injection while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (strength: 48/6 ml) at the dosage of 6 ml for once only (lot number- unknown) for osteoarthritis in left knee. Information for batch number requested. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced that for the last 2-3 injections he was experiencing long lasting past pain (injection site joint pain) which lasted for upto 3 months bilaterally in his knees. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, he started to feel the pain and swelling (injection site joint swelling). Patient also told that he could not sleep after the injection (sleep disturbance). Physician assistant added cortisone to the product the last time and although the pain was less he still could not sleep, he stated that he was adverse to cortisone shots as he did not like the long term effects of using the product many times. Action taken: not applicable for all the events. Corrective treatment: cortisone for injection site joint swelling, injection site joint pain; not reported for sleep disturbance. Outcome: recovered / resolved with sequelae for all the events. A product technical complaint was initiated on (B)(6) 2022 with global ptc number: (B)(4) and 100213064, results pending for same. Additional information received on 29-mar-2022 from the quality department. Global ptc number and strength added. Text amended accordingly.

Event description:
Could not sleep after the injection [sleep disturbance]. Injection site pain subsides quickly/ the actual injection would be very painful [injection site joint pain] . Last 2-3 injections he is experiencing long-lasting swelling and pain which lasts for up to 3 months bilaterally in his knees, [injection site joint swelling]. Case narrative: this case is crosslinked with case: (B)(4). Initial information received on 29-mar-2022 from united states regarding an unsolicited valid non-serious case received from a consumer/non-hcp. This case involves a 67-year-old male patient who experienced injection site pain subsides quickly/ the actual injection would be very painful, last 2-3 injections he is experiencing long-lasting swelling and pain which lasts for up to 3 months bilaterally in his knees and could not sleep after the injection while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Hylan g-f 20, sodium hyaluronate [synvisc one]. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (strength: 48/6 ml) at the dosage of 6 ml for once only (lot number- unknown) for osteoarthritis in left knee. Information for batch number requested. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient developed an event of a non-serious "injection site pain subsides quickly/ the actual injection would be very painful" (injection site joint pain), "long-lasting swelling and pain which lasts for up to 3 months bilaterally in his knees" (injection site joint swelling) and "could not sleep after the injection"(sleep disorder) (unknown latency) after starting use of hylan g-f 20 and sodium hyaluronate. It was reported "consumer of synvisc-one, states he has been using the product bilaterally in his knees for 4 to 5 years and had no issues in the past with the injections and the injection site pain subsides quickly; however for the last 2-3 injections he is experiencing long-lasting swelling and pain which lasts for up to 3 months bilaterally in his knees, he is questioning if this is normal. This situation is reported since patient is still experiencing symptoms despite treatment. Additional description of event adverse events :consumer of synvisc-one, states he has been using the product the product 4 to 5 years and had no issues in the past with the injections and the injection site pain subsides quickly; however for the last 2-3 injections he is experiencing long-lasting past which lasts for up to 3 months bilaterally in his knees, he is questioning if this is normal, caller states that a physician assistant has been giving him the injections and that this is about the time he started to feel the pain and swelling, he states that when the dr., administered the product in the years prior that he would not experience long-term complications but the actual injection would be very painful, he states that his pa injects the product now and it is not nearly as painful during the injection but he has adverse reactions for 3-4 months, he states that perhaps he is moving around too much right after the injection as he is a career dairy farmer, he states he could not sleep after the injection and that the pa added cortisone to the product the last time and although the pain was less he still could not sleep, he states that he is adverse to cortisone shots as he does not like the long term effects of using the product many times, consumer states he is due his regular 6-8 month injection tomorrow, (B)(6) 2022, but states he will call the hcp asking about these long-term side effects after the injection and maybe postpone the visit until he better understands what is occurring." Action taken: not applicable for all the events. Corrective treatment: not reported. Outcome: recovered / resolved with sequelae for all the events. A product technical complaint was initiated on (B)(6) 2022 with global ptc number: (B)(4), results pending for same. Additional information received on 29-mar-2022 from the quality department. Global ptc number and strength added. Text amended accordingly. Upon internal review on 29-mar-2022. The case initially assessed as serious case was downgraded to non-serious case. Text amended accordingly. Local comments: *downgrade*.